Event description:
It was reported that the patient experienced hyperglycemia recorded at 400 mg/dl and hypoglycemia at 66 mg/dl while using the ilet system. The nurse practitioner recommended a factory reset due to lack of meal announcements, the team completed an ilet mobile sync to preserve data, performed the reset, and advised the patient to re-enter weight once cgm readings display, with coaching provided on setup and oral glucose use for glycemic management as appropriate. Investigation of this case revealed no findings available, and device-related problem and component details were limited due to insufficient information. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.